Event description:
The customer reported via the sales rep that the insert would not mate with the baseplate. It is further reported that the surgeon attempted to fit the implant as per the operative technique and ensured that the baseplate and implant had no debris on them. It is further reported that another unit was opened to complete the surgery with no adverse consequences.